Event description:
The lead was explanted due to a report of high thresholds. Explant method: intravascular, superior. Technique/tools: intravascular counter traction, sheath(s), laser. No complications.